Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) discussed that there was no under sensing observed and all other recent lead measurement were within normal limits. The device appears to be functioning as programmed. Additional information indicated that this rv lead exhibited oversensing. Ts discussed rv sensing. Patient does not have enough r wave amplitude to avoid crosstalk and there is no blanking after atrial sensing. Also, it looks like it already erroring on the side of under sensing. Ts suggested could probably turn off ventricular storage as it is all crosstalk oversensing. This rv lead remains in service. No adverse patient effects were reported.